Manufacturer narrative:
The customer reported that the data acquisition board was replaced, and the issue was resolved. The device was returned to service.

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had an alarm for the pressure line. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator had an alarm for a pressure line issue. The customer was not in front of the equipment during troubleshooting, and it could not be confirmed what alarm was being displayed. The rse advised the customer to check the event log, to see if error 1107, 1007, or 110a was present. The rse indicated that the error codes aligned with a proximal pressure issue. The rse advised the customer that if any of the listed codes were observed, the manufacturer's recommendation is to replace the data acquisition (da) board. The customer was provided with the part ID for a replacement da board. The investigation is ongoing.